Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer recently went to the emergency room due to high blood glucose levels. Blood glucose level at the time of the incident was 500 mg/dl. Caller stated that the customer was wearing the insulin pump at the time of the hospital visit. Caller stated that the insulin pump had multiple no delivery alarms, which were resolved by complete set changes. The insulin pump was not replaced or returned for analysis.